Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the hand-switch was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the foot pedal was used to capture 2d and 3d images and there were no unused spins. The hand switch was replaced by the site's biomed team, but the old switch was suspected to have been discarded. The system passed checkout and the issue has not recurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system intermittently taking 2d and 3d exposures. There was no delay to the procedure and no impact on patient outcome.